Event description:
It was reported that while using the excelsius gps system, the case was aborted due to a camera bump error.

Manufacturer narrative:
No case logs were provided, so no investigation could be performed. When the camera is bumped, the user will be presented with a warning. When this camera bump warning is present, implant selection on the navigation page would not be possible. This is expected system functionality when the system detects the camera has been bumped.